Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced increased amount of sputum, a fever, and myalgia on (B)(6) 2023. The patient was admitted through the emergency room on (B)(6) 2023. A blood test showed signs of infection. The source of the infection could not be confirmed, but the infection was not thought to be device related. Piperacillin, tazobactam, and levofloxacin were administered parenterally, and the patient symptoms improved. The patient was discharged on (B)(6) 2023.